Manufacturer narrative:
627487-07262012-002-r; this ipg serial number is included in the field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that did not charge the scs ipg as recommended (approximately 1 year ago). Reportedly, the patient lost the charger and did not report. Troubleshooting was attempted to no avail. In turn, ipg became inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Corrected data: patient identifier and initial reporter were inadvertently reported as (B)(6) and (B)(6) respectively, in the initial report. The correct patient initials are included in this report.

Event description:
Additional information identified that surgical intervention was undertaken in (B)(6) 2018, wherein the scs ipg was explanted and replaced. Reportedly, effective therapy has been restored post-operatively.